Event description:
It was reported that there was a pin stuck in the device's therapy cable connector. The broken pin will result in a failure of the defibrillator to charge. There was no pt use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The root cause was determined to be a broken connector pin in the paddles connector. The pin was observed to be lodged in the mating socket of the device therapy connector. Physio replaced the internal therapy connector and the hard paddle's assemblies. Proper device operation was then observed through the functional and performance testing. The device was returned to the customer.